Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited an image problem (no image), with a communication error (b30 error code). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10:, g3: (correction is being made to previously submitted g3: date received by manufacturer. The correct aware date should be 07/09/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that leakage occurred, during device handling by the user from bending section cover or distal sheath (black covering of the bending section) rubber, universal cord and video cable, which led to water invasion of the device. Subsequently, an abnormality of electronic parts occurred. However, a definitive root cause could not be determined. The instruction manual states, the detection method associated with the event in inspection of the endoscopic image and preventive/reduction measures in leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.